Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30396493m number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (82 kg) underwent a left sided non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The physician noticed a small pericardial effusion at the beginning of the procedure. Towards the end of the procedure when radiofrequency (rf) therapy had completed and they were testing with isuprel, the anesthesia team noticed that the patient¿s blood pressure was dropping. The physician used the soundstar catheter and noticed that the pericardial effusion had increased in size. Cardiac tamponade was confirmed by intracardiac echocardiography (ice), and pericardiocentesis was performed to remove 450 cc of fluid from the pericardial space. Physician did not believe there was a perforation. The pericardiocentesis drainage tube was left in place when the patient left the ep lab. The patient¿s vitals improved as soon as the pericardiocentesis was performed and was hemodynamically stable. The patient was admitted to the intensive care unit (ICU) for overnight observation. It is unknown if extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related along with medication that was given (heparin and isuprel). Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. Default irrigation settings were used. The max wattage used during the case was 29 watts, the total number of lesions were 11, the total ablation time was 6 minutes and 15 seconds. The total fluid used was 314 ml. The force visualization features used included visitag and dashboard (force value). The parameters for stability used with the visitag module were max distance change of 3mm, min time of 5 second, and force over time (fot) 30% with a min force of 3 grams; these settings were used per physician¿s request. Respiratory gating was used as additional filter with the visitag module. The color option used prospectively was tag index and lesion size of two. No biosense webster product malfunctions nor error messages were reported.